Event description:
It was reported that the patient did not feel well; experienced weakness and fatigue. The patient used a phone application to measure their heart rate which showed the patient¿s heart rate was 30 bpm. The potential causes of the heart rate being less than the programmed rate intervals on the implantable pulse generator (ipg) device was discussed. The device was explanted and was replaced. It was also reported that the right ventricular (rv) lead was removed; upgraded and replaced due to cardiac sarcoidosis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.